Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded lcd board. Unable to perform operating current test or verify battery out limit due to unresponsive buttons. The insulin pump has minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer did not know the blood glucose reading. The customer stated he was trying to bolus and found that the b, act, and esc buttons were not working. He removed and reinserted the battery, and the insulin pump alarmed battery out limit. He stated that he was unable to clear the alarm as a result of the keypad anomaly. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.